Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurred optics. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is overstressed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurred optics. The problem was found during a laparoscopic surgery. And the procedure was completed with another optics without any problem. There were no reports of patient harm.